Manufacturer narrative:
Argus case (B)(4).

Event description:
She swallows a little bit of liquid by mistake. She leaves it on the table and drinks a little by mistake. (Accidental device ingestion). My wife uses polident to clean and protect her teeth (device use in unapproved indication). Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a female patient who received denture cleanser (polident) unknown (batch number unk, expiry date unknown) for dental cleaning. On an unknown date, the patient started polident. On an unknown date, an unknown time after starting polident, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and device use in unapproved indication. The action taken with polident was unknown. On an unknown date, the outcome of the accidental device ingestion and device use in unapproved indication were unknown. It was unknown if the reporter considered the accidental device ingestion and device use in unapproved indication to be related to polident. Additional details, adverse event information was received on 12 june 2019. Consumer reported that "my wife uses polident to clean and protect her teeth. She swallows a little bit of liquid by mistake. She leaves it on the table and drinks a little by mistake. Is it dangerous? I am calling from another country.